Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 05/07/2008, however the correct date is 12/20/2007. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser energy dropped out, mid treatment. Through follow up we learned the laser energy dropped out while the laser was firing and the surgeon was not able to complete the procedure that same day. The patient has since returned to the clinic and the procedure was completed without further issues. There was no patient injury and no medical or surgical interventions were required. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and confirmed the error. Replaced thyratron, high voltage cable and trigger board. Performed preventative maintenance (pm) and did a full system check. System is working within specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.